Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission showed that there was inappropriate automatic mode switch due to far r-wave oversensing. Programming changes were discussed. The patient was in stable condition.

Event description:
New information received noted that the programming changes were made.